Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-rays were provided and reviewed by a health care professional. Review found non-displaced distal femur fracture and ankle plug fracture of the oss compress device. Overall fit and alignment are preserved despite the fractures noted. Bone quality appears osteopenic. Further medical records were not provided. It is unknown whether the implant fracture or bone fracture occurred first. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03513, and 0001825034-2021-03514. Concomitant medical products: cps transverse pin 6pk 32mm catalog#: 178527 lot#: 328940, cps sm sht spdl w pins 600lbf catalog#: 178366 lot#: 814370. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee revision approximately three months post-implantation due to pain, bone fracture, and fracture of the implant.